Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00086. The patient (australia) was implanted with two percutaneous leads from different lots. It was reported the patient experienced a loss of coverage. A previous diagnostic test found high impedance issues for one of the patient's leads. At that time, adequate stimulation was captured via reprogramming. Surgical intervention was subsequently undertaken as the coverage issue persisted. During the procedure, it was discovered that both of the patient's leads were fractured. As such, the devices were explanted and replaced with one percutaneous lead. Effective stimulation was recaptured for the patient following the procedure.